Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist tss ran server downtime verified interface was active messages were crossing in real time furter the tss completed interface checks confirming that messages were flowing in real time with no delays the interface remained active and no stations were on critical override. Communication with station was verified with no interface down notifications on either the server or the station. The patient sample in electronic protected health information ephi began displaying correctly on the station and no further issues were identified. The customer confirmed that the problem was fully resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications and patients' orders were not crossing over, and patient data may not be current. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.